Event description:
It was reported that an inflatable penile prosthesis (ipp) revision surgery occurred due to a cylinder puncture. The reservoir was not removed, and the new device implanted was increased in length. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and functionally tested for leaks. One cylinder had wear at a fold in the body. The outer tube had a hole from sharp instrument in the proximal end of the cylinder. The cylinder had broken fabric threads from wear at a fold in the middle and had a leak from undetermined source. Second cylinder had wear at a fold in the body. The cylinder had broken fabric threads in the proximal end and exhibited bulging when inflated. The pump bulb and kink resistant tubing was worn down. The pump passed leak test. Product analysis confirmed the reported allegation as cylinder bulge was identified in one cylinder. Product analysis was unable confirm the reported allegation cylinder puncture however was able to confirm a malfunction of the device. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) revision surgery occurred due to a cylinder puncture. The reservoir was not removed, and the new device implanted was increased in length. There were no patient complications.